Event description:
On 1st october 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone trifocal toric rao613z. The event description provided states that the optic was "amputated" on implantation into the eye necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the optic was "amputated" during iol implantation. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that the injector was removed from the blister tray prior to the insertion of ovd and closure of the flaps. The action of removing the injector from the blister prior to the completion of these steps represents a deviation from the IFU. As identified within our risk analysis, this action can cause the lens to become improperly placed in the cartridge and/or failing to secure the flaps fully. Furthermore, the additional information also identiifes that the surgeon encountered resistance when the lens was in the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone trifocal toric rao613z batch 015260945 showed that all manufacturing and quality checks were conducted with successful results. Failure to follow the IFU is likely the contributory/causative factor to the lens being delivered in a damaged condition in this case.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the optic was "amputated" during iol implantation. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that the injector was removed from the blister tray prior to the insertion of ovd and closure of the flaps. The action of removing the injector from the blister prior to the completion of these steps represents a deviation from the IFU. As identified within our risk analysis, this action can cause the lens to become improperly placed in the cartridge and/or failing to secure the flaps fully. Furthermore, the additional information also identiifes that the surgeon encountered resistance when the lens was in the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone trifocal toric rao613z batch 015260945 showed that all manufacturing and quality checks were conducted with successful results. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were partly open, and that the plunger was fully retracted. Viscoelastic residue was observed in the nozzle. The injector was disassembled and the injector parts were inspected under 10x magnification. The inspection did not identify any damage to the injector parts; however, part of the lens was found within the nozzle. The lens was returned dehydrated in fabric gauze. Inspection under 10x magnification, identified significant damage to the lens optic. The condition of the returned iol prevented any testing from being performed. To facilitate further testing of the injector, the injector was re-assembled and 1x rayone aspheric rao600c from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. While product inspection confirms the event as reported, we have not been able to replicate the event and have confirmed that there is no fault of the rayone injector, the device performs as intended/per design. Failure to follow the IFU is likely the contributory/causative factor to the lens being delivered in a damaged condition in this case.

Event description:
On 1st october 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone trifocal toric rao613z. The event description provided states that the optic was "amputated" on implantation into the eye necessitating lens explantation and exchange.